Manufacturer narrative:
Determination of root cause: assessment: no particles or products were returned for eval. We are unable to determine the root cause of particles from this info. Corrective action: no corrective action taken.

Event description:
A few drs at the facility are noticing small metal pieces in the eyes post-op. One of the drs expressed concern; wanted to know what the handpiece and tips she used were made of, and if this material was inert in the eye. The dr declined to complete the questionnaire. No add'l info is expected.